Event description:
It was reported by the customer, during preparation for use for a diagnostic procedure, the camera head would not present a picture when connected to the tower. No patient harm reported.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. A definitive root cause could not be identified and the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.